Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer¿s stated problem was verified through functional testing. The most probable cause is due to intermittent motor. The motor was replaced in order to correct the issue.

Event description:
It was reported that the device had a system fault. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement, and no patient harm/adverse event reported.